Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient underwent a heart transplant on (B)(6) 2019. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU also explains that moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided reported that the patient was kept in-house due to ventricular tachycardia and ultimately received a heart transplant on (B)(6) 2019. No further or additional information was provided.

Manufacturer narrative:
Approximate age of device - 7 months, 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. Patient presented with ventricular tachycardia /implantable cardioverter-defibrillator shock. Transthoracic echocardiogram (B)(6) 2019 showed dilated right ventricle and left ventricle with moderate aortic insufficiency. Plasma hemoglobin elevated at 20 (previously 0.7). Log files reviewed showed no unusual events. No further or additional information was provided.